Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Additional information was added to the following fields: d8, h2, h3, h6 corrected fields: g4 (inadvertently missed) the device was returned to olympus for inspection and the customer's reported issue was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the nozzle had foreign material. Based on the results of the investigation, a definitive root cause could not be determined. It is likely the image had lines due to a damaged circuit board inside the scope connector. In regards to the foreign material, the material could not be identified and the cause of why the material remained in the device could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 to be continued: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex video scope exhibited lines appear in the image. There were no reports of patient involvement. .